Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There is an allegation of a questionable cobas® hiv-1 quantitative (192t) assay result for a patient sample tested on the cobas 6800 analyzer. The initial result was >titer max. On (B)(6) 2026, a new sample was taken, and the result was target not detected. On (B)(6) 2026, the repeat result of the original sample was 30 cp/ml.